Manufacturer narrative:
On the (B)(6) 2019 part number 193-744 was explanted and part number 193-746 saiph® fixed tibial bearing red right size c 18mm, lot 203054, expiry date 2023-01-01 was successfully implanted. The device history record relating to the manufacture of part number 193-744, lot 202468 was reviewed which confirmed that no nonconforming product was released. The patient presented with "hyperflexed knee" and an 18mm bearing was implanted which could infer (after 6 years 7 months in situ) that the cause of this notification was that the joint had become loose / unstable.

Event description:
"Revision right knee (saiph) was done by mr (B)(6) at the (B)(6) hospital on tuesday, (B)(6) 2019." (B)(4).